Manufacturer narrative:
Product ID: 3889-28, lot# va1nbgr, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1nbgr, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that high impedance occurred during the implant. The representative believed the lead was nicked while making the pocket. Diagnostics were run, they pulled the lead and pushed back in but they still had high impedance. They pulled the battery off and checked the lead again using a test cable and they no longer had responses on the electrodes they had prior to the pocket being made; the representative stated the lead had tested ok prior to the pocket but after the pocket they had high impedance. A new lead was then used, the impedance check was good and the issue was resolved at the time of the report. The representative reported the lead would be returned. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1nbgr, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the lead tested fine. It was tunneled to the pocket and the surgeon then expanded the pocket more, attached the ins with high impedances observed (3x). The lead was tested independently and no longer got the motor response as they did before tunneling. No further complications were reported.